Event description:
It was reported that the user experienced sustained hyperglycemia attributed to an occlusion and then performed a manual subcutaneous insulin injection while remaining connected to the ilet, which resulted in subsequent hypoglycemia; the device setup included an inset infusion set on the abdomen and a g7 cgm, and the user treated the low with oral fast-acting carbohydrates. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no lasting health consequences and an unexpected medication intervention consisting of oral glucose to treat the low. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem in which an improper or incorrect procedure was followed, as the device cannot detect external insulin doses; the component term was not applicable. The user was educated that external injections require disconnecting from the pump. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.